Event description:
As reported: study: shout: subject: (B)(4). Patient received immunizations and presented to clinic with swelling of shoulder. Surgeon aspirated shoulder in clinic and removed pus and graft material. Post-operative ae: infection. Update 08 oct 2021: subject returned to clinic and shoulder is still draining after aspiration in office. Scheduled for formal irrigation and debridement, that day in the operating room. (Resolved without sequelae)".

Manufacturer narrative:
Please note correction to lot number. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: study: shout: subject: (B)(6). Patient received immunizations and presented to clinic with swelling of shoulder. Surgeon aspirated shoulder in clinic and removed pus and graft material. Post-operative ae: infection. Update 08 oct 2021: subject returned to clinic and shoulder is still draining after aspiration in office. Scheduled for formal irrigation and debridement, that day in the operating room. (Resolved without sequelae)."